Event description:
The reporter contacted animas on (B)(6) 2013 alleging a blood glucose of 45 mg/dl with symptom of ¿feeling low¿ associated with a pump prime issue. The patient reported being able to treat the low blood glucose with oral carbohydrates and blood glucose levels stabilized. The reporter stated that during a cartridge change, the cartridge was filled and after the prime step, there was less insulin remaining than expected. The reporter stated that the prime history indicated a prime of 39.0 units and indicated the ok button was released to stop priming. The reporter indicated that the pump prime may have continued after the button was released causing insulin to be dispensed when the site was being connected. The reporter confirmed that the keypad was intact and the keypad buttons were all responding appropriately. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation that the pump prime step did not stop when the ok button was released resulting in excess insulin delivery.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings:the complaint could not be confirmed or duplicated on investigation. There were no priming issues indicated in a review of the black box data. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was no evidence of damage to the force sensor, force sensor pins and solder connections. The force sensor was found to be out of calibration. The pump was exercised for 24 hours without issue and passed a 29-hour flow accuracy test. Unrelated to the complaint, a crack was observed along the battery compartment near the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.